Event description:
It was reported that the both monitors on the 9800 system were blank and would not power up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The power supply connection was repaired during the svc call. The system was tested, and found to be working as intended, and put back into service.